Manufacturer narrative:
A service call was not requested by the customer. A definitive root cause for this event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low results for hemoglobin a1c (hba1c) for six (6) patient samples assayed with hba1c2 reagent on a unicel dxc 600 pro synchron chemistry analyzer. The erroneous hba1c results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the six (6) patient samples were reassayed for hba1c using a different lot of reagent (lot # m109009). The repeat hba1c results recovered higher. The customer reported that quality control results were recovering within the laboratory's established ranges both prior to and after the event.